Manufacturer narrative:
Information received from the affiliate states that the britetip sheath introducer became frayed while inserting the device into the patient. The patient was male but age was unknown. Optease filter retrieval: the target lesion was unknown. No calcification and moderate vessel tortuosity, the rate of stenosis was 0%. The product looked normal when removed from the packaging. There was no difficulty flushing the device. It is unknown where the physician made access to the patient. It is unknown if the access location was scarred or difficult to access. A terumo guidewire was used. It is unknown if there was any difficulty inserting the vessel dilator to dilate the vessel. While inserting the device into the patient, the catheter of britetip sheath introducer became frayed. Specific location of the damage was not known. There was no excessive force used to insert the device. Therefore, another new product was opened and the procedure was completed without problems. There was no adverse event and the patient is in stable condition. One non sterile 10f sheath introducer including a vessel dilator inserted through the cannula was received. The brite tip was found damaged (frayed). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The brite tip damaged reported by the customer was confirmed. The exact cause of this damage could not be conclusively determined, but it does not appear to be manufacturing related. However, procedural factors may have contributed with reported complaint since 100% inspection is in place to detect this type of anomalies before leaving the facility. Therefore, no corrective/preventive actions will be taken at this time. Vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for evaluation and testing on (B)(4), 2011. Additional information will be submitted within 30 days upon receipt.

Event description:
Information received from the affiliate states that the britetip sheath introducer (complaint product) became frayed while inserting the device into the patient. The patient was male but age was unknown. Optease filter retrieval: the target lesion was unknown. No calcification and moderate vessel tortuosity, the rate of stenosis was 0%. The product looked normal when removed from the packaging. There was no difficulty flushing the device. It is unknown where the physician made access to the patient. It is unknown if the access location was scarred or difficult to access. A terumo guidewire was used. It is unknown if there was any difficulty inserting the vessel dilator to dilate the vessel. While inserting the device into the patient, the catheter of britetip sheath introducer (complaint product) became frayed. Specific location of the damage was not known. There was no excessive force used to insert the device. Therefore, another new product (details unk) was opened and the procedure was completed without problems. There was no adverse event and the patient is in stable condition.